Event description:
The inner and outer packaging was adhered together upon opening. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results indicated that the event was attributed to a less than optimum design of the inner package envelope. Corrective action has been implemented to preclude the likelihood of similar events.